Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would always show a replace battery alert even with a new battery. It was also reported that the insulin pump had a blank display. The customer¿s blood glucose during the incident was 14.6 mmol/l. Troubleshooting was performed. The contacts on the battery cap were missing. They were advised discontinue use of the insulin pump and revert to backup plan until new battery cap arrives. The insulin pump will not be returned for analysis.